Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
It was further reported that the rv lead had a suspected fracture and the lead integrity alert (lia) triggered due to oversensing. The lead was explanted and replaced. Product event summary: the full lead was returned in segments and analyzed. The proximal, distal, and defib-superior vena cava (svc) conductors were fractured (flexed). The outer insulation had an abrasion. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) coil impedance. The threshold at which the alert triggers was increased and the patient will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.